Event description:
The patient reported back to back tests on their surestep meter of 142, 107 and 111 mg/dl respectively (29% difference). Pt could not recall if separate finger sticks were used for the comparison. No allegation of harm. A control solution test performed on the meter with new control solution fell within range 120 (101-152).